Event description:
It is reported that the patient fell 7 weeks post-op and fractured her femur around the distal part of the stem. This was her second fall in 3 weeks so the surgeon decided to revise the patient and cable her femur.

Manufacturer narrative:
Evaluation summary: it was reported that this was the second fall in 7 weeks for this patient. The first fall had a small non-operative crack around the greater trochanter. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per implanted with the correct fit and orientation as per the surgical technique. Based on the info provided, the periprosthetic fracture most likely was caused by the patient's falls that were reported. Evaluation : the returned devices meet print specification where measured. There was some damage to the distal portion of the returned femoral head most likely from the removal process. Review of the device history records did not find any deviations or anomalies.